Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the reprocessing without applicable combination. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the distributer that during the reprocessing using the subject device, the user had not connected connecting tube (maj-2358) to duodenoscope. There was no report of patient injury associated with the event.